Event description:
The user facility reported a blood leak with the first use of a dialyzer. The dialyzer was changed out and treatment continued. The estimated blood loss was not documented. There were no reported adverse effects for the pt. The involved dialyzer was discarded.